Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of front panel blinking was confirmed due to deterioration of the filter turret. In addition, a burnt inlet and the high brightness mode failing to be entered due to malfunction of the detector were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the visera pro xenon light source front panel blink. During a standard service inspection of the customer returned device, burnt inlet was observed. This report is to capture the reportable malfunction found at inspection. The event occurred during inspection and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 15 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was confirmed that the inlet was burnt. It was not determined what caused the inlet to burn but it¿s likely due to the age of the device. Other inspection findings were as follows: the front panel flashed, and it was determined that it was due to deterioration of the filter turret and mesh turret. Also, the output connector was not in high brightness mode due to high brightness detection unit failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct information provided on the initial report. The following section was corrected: g3, the aware date should be 08-feb-2022.